Event description:
It was reported on (B)(6) 2019, a 21mm epic stented porcine heart valve w/flexfit system was implanted in the aortic position and a 27mm epic stented porcine heart valve w/flexfit system was implanted in the mitral position. On (B)(6) 2019, the tracheal intubation had been removed and the patient was reported to be doing well. On (B)(6) 2019, the patient's oxyhemoglobin saturation dropped to 80% and a tracheal intubation was placed. The patient blood pressure (bp) increased after a does of vasoactive agents but the liver and kidney function were poor. On (B)(6) 2019, the patient was given renal dialysis because of acute renal failure. On (B)(6) 2019, the patient was experiencing ventricular fibrillation (vf) with a heart rate (hr) of 205bpm and the patient's heart stopped beating. The bp was noted detected and patient was unconsciousness and external chest compressions were started along with epinephrine was administrated the patient's heartbeat was recovered however, the bp was very low (66/34mmhg). It is thought that vf was not due to the implant procedure of the aortic and mitral valves. The patient was than discharged voluntarily upon the family's request. At discharged both the aorta and mitral epic valves were performing as intended. Additional information was requested but cannot be obtained. Manufacturer report number: (B)(4).

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2019, a 21mm epic stented porcine heart valve w/flexfit system was implanted in the aortic position and a 27mm epic stented porcine heart valve w/flexfit system was implanted in the mitral position. On (B)(6) 2019, the tracheal intubation had been removed and the patient was reported to be doing well. On (B)(6) 2019, the patient's oxyhemoglobin saturation dropped to 80% and a tracheal intubation was placed. The patient blood pressure (bp) increased after a does of vasoactive agents but the liver and kidney function were poor. On (B)(6) 2019, the patient was given renal dialysis because of acute renal failure. On (B)(6) 2019, the patient was experiencing ventricular fibrillation (vf) with a heart rate (hr) of 205bpm and the patient's heart stopped beating. The bp was noted detected and patient was unconsciousness and external chest compressions were started along with epinephrine was administrated the patient's heartbeat was recovered however, the bp was very low (66/34mmhg). It is thought that vf was not due to the implant procedure of the aortic and mitral valves. The patient was than discharged voluntarily upon the family's request. At discharged both the aorta and mitral epic valves were performing as intended. Additional information was requested but cannot be obtained. Manufacturer report number: (B)(4).

Manufacturer narrative:
An event of increased blood pressure, acute renal failure and ventricular fibrillation were reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.